Event description:
It was reported that the o rings and plunger came out of the reservoir. Customer stated unable to put back the plunger on the reservoir due to its now contaminated. Advised customer the reservoir would be replaced. The customer will be returning the reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis was not required, unable to verify anomaly as the reservoir was taken apart.